Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occured. Customer's blood glucose was 120 mg/dl. No additional patient or event information was provided.